Event description:
Approximately three years and four months post heartware lvad implantation, the patient reported that his batteries were not always accepted by the controller in port 1. The controller and batteries were exchanged with no reported patient injury.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00070 and 3007042319-2014-00071) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The controller and four batteries were exchanged and returned to heartware for visual examination and functional testing; there was no reported patient injury. Review of the manufacturing records indicates that all devices met specification for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4)passed visual and functional testing; the reported malfunction could not be duplicated at the bench level. Functional testing revealed that the controller's power port 1 had an assembly problem. Analysis of (B)(4) revealed that the device failed to meet specifications. The battery failed functional testing due to a faulty internal cell pair. The confirmed malfunctions in both the controller and battery can cause or contribute to the reported event. The root cause of the event is most likely due to a combination of the battery's faulty internal cell pair and the controller's power port assembly problem. This is one of two reports (3007042319-2014-00070 and 3007042319-2014-00071) submitted for devices related to the same event.